Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 40 mg/dl and self-treating "to bring (his) sugar up". Customer subsequently experienced symptoms described as "could not sleep", irritable, and his "balance was off" and his wife drove him to a hospital where his glucose was determined to be 780 mg/dl (hcp meter). Customer was diagnosed with hyperglycemia and administered insulin via intravenous infusion for treatment.